Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed both red indicators had worn off from the saw interface right's electrical ports. With information provided, a specific root cause for the discoloration observed cannot be established at this moment. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was performed using a saw wing fixture as a j&j medtech orthopaedics sample. Functional test revealed undesired movement and play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw. The observed undesirable mechanical play between the saw clamp and the sasi body is a known product issue addressed through the j&j medtech orthopedic quality management system. The overall complaint was confirmed as the observed condition of the velys saw interface right would have contributed to a device issue.¿ based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The product issue has been addressed through j&j medtech orthopaedics quality management system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure, while using the velys saw interface right device and the robotic assisted saw handpiece device, the user brought the arm into plane for the first cut the robotic assisted saw handpiece device was activated without the surgeon pulling the trigger. The surgeon tried resetting the arm a time or two and nothing changed. The end result was changing out the sassy and the hand piece. During in-house engineering evaluation, it was determined that the device was loose. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.